Event description:
It was reported the rigid video scope had a green image. The issue occurred during an unknown therapeutic procedure. The procedure was completed using another set of equipment. No harm to patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d8, d9, e4, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken, the outer tube has scratches, and the protector of the video cable section is cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the image is green. A device history record is not applicable at this time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a green image. The issue occurred during an unknown therapeutic procedure. The procedure was completed using another set of equipment. No harm to patient.